Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va09ul8, implanted: (B)(6) 2013, explanted partially, date is approximate: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), and MRI tech, regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had lumbar pain that is unrelated to the patient¿s device, and needed an MRI. The hcp said the ins was removed 2-3 weeks ago, but a lead fragment remained. Hcp doesn't know reason for ins removal. Technical services reviewed that it is a medical decision, but that an MRI of lumbar/breast was not recommended by the manufacturer with the lead fragment in place, and technical services consulted with the medical affairs department who sent the MRI tech a letter outlining device/technical questions that cannot adequately be answered with labeling. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va09ul8, implanted: (B)(6) 2013, explanted partially, date is approximate: (B)(6) 2018, product type: lead; device information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient called in to make sure MRI guidelines have not changed. Patient had the battery removed on (B)(6) 2018 but they were not able to remove the lead as it was lodged at s3. The reason for removal was because patient has pre-existing back issues/back pain and spinal fusions and she was told she needed another surgery so they wanted to take MRI. Lead fragment was previously documented. No further complications were reported or are anticipated.